Event description:
The patient called lifescan and alleged that their meter was prompting an apply sample message. The patient reported that they went to the hospital because they were unable to test on their meter due to the apply sample message. At the hospital, they were told that their blood glucose readings were very high (no actual results were reported). They were treated with an IV and insulin. The issue was not resolved with troubleshooting. At this time, there is no indication that the meter caused or contributed to a serious injury. A replacement meter and testing supplies are being sent. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt to reach the patient.